Event description:
It was reported that during a procedure to implant a vena cava filter suprarenal, via the femoral vein, the filter legs stuck in the spline and would not unsheath. The doctor attempted to deploy the filter and after much difficulty was able to deploy the filter, but the legs were twisted. An attempt was made to remove the vena cava filter with a retrieval cone system, but was not successful. The filter remains implanted in the pt and a different MFR's vena cava filter was placed above it. No injury to the pt was reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. A pusher wire and a delivery sheath, only, were received. There was no delivery storage tube, y-body and or filter returned for evaluation. Upon initial inspection of the returned sample, the pusher wire handle had a couple compound bends. One bend was at the crimp area of the handle and the other was approximately halfway down the black molded section of the handle. Also, the ground section of the pusher wire, between the split spline and the pusher pad, was bent. It is not known when the bends occurred. The pusher wire appeared clean and intact. The pusher wire and delivery sheath were measured and all measurements were within specification. The sheath length could not be measured as it appeared to have been stretched out of shape. The result of the investigation was confirmed for difficult to deploy. The root cause is unk. The IFU (information for use) states the following: do not deliver the filter by pushing it beyond the end of the introducer catheter. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer catheter. Do not twist the pusher wire handle at any time during this procedure. Warning: delivery of the g2 filter through the introducer catheter is advance only. Retraction of the pusher wire during delivery could result in dislodgment of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter. It should be noted that this filter was placed in the suprarenal position. The IFU for this device states: precaution: position the filter tip 1 cm below the lowest renal vein.